Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Customer's blood glucose level was elevated. Customer reverted to manual injections.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.